Event description:
A medical center in (B)(6) reported to a distributor that the swivel y-piece was missing from an rt225 infant bias flow breathing circuit kit. This was noticed prior to patient use.

Manufacturer narrative:
(B)(4). PMA/510(k): the rt225 infant bias flow breathing circuit is not sold in the USA, but is similar to a product which sold in the USA. The 510(k) number of that product is k20332. Method: an unsealed plastic bag, containing some rt225 components, was returned to fisher & paykel healthcare (fph) in (B)(4) for inspection. It was visually inspected for a missing swivel y-piece. Results: the returned plastic bag only contained pressure line, adaptor kit, pressure dry line and an mr290 port cap. A lot check revealed no other complaints of this nature for lot number 100920. Conclusion: all breathing circuits are pressure tested for leaks prior to distribution. Any breathing circuit which does not pass the pressure test is discarded. It is highly unlikely that the affected rt225 breathing circuit would have left the production line without the a swivel y-piece as it will not pass the pressure test. This suggests that the swivel y-piece was lost post production. This is the only complaint of this nature that we received in the past 12 months to the end of (B)(4) 2011.